Event description:
It was reported that during an unknown procedure, the reload broke off and fell into the patient. There was no patient consequence. The case was completed with another device of the same product code.